Manufacturer narrative:
A ge representative evaluated the system and found the converter card had failed and reconnected the interconnect cable. No report on replacement of the converter card was made. The system operates as intended.

Event description:
Customer reported the system will not produce x-rays. No patient injury was reported.